Event description:
It was reported that the patient underwent a revision of left hip prosthesis due to osteolysis, suspected mobilization and high level of cobalt in blood. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for visual examination. This device is intended for treatment. A review of the device history records has not been performed because the item number is not known. No further investigation is required as this issue is known and addressed in the risk management file (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.